Event description:
Reporter alleged due to high blood glucose device result, calling the ambulance for family member. Reporter stated blood glucose result was in the 200s mg/dl and family member was not feeling well. Reporter stated calling the paramedics and their blood glucose device reading was 26 mg/dl. Reporter stated paramedics gave something but could not recall what was given. Reporter stated not taking medication as normal for the incident but had been taking 9-10 units of insulin due to the higher results. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.